Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted in the bile duct to treat pancreatic cancer during a procedure performed on (B)(6) 2025. During the procedure, the stent was positioned as intended and the bile duct was punctured. The physician attempted to deploy the first flange, but the stent did not open. After waiting briefly, they tried to encourage opening through gentle movements. After a few minutes of manipulation (including shaking), the stent eventually opened. However, once fully deployed, it was observed that the stent had not been correctly placed, it was positioned between the walls and not fully within the bile duct. As a result, the stent had to be removed. The procedure was completed using another of the same device. There were no patient complications reported as a result of this event. The patient was reported to be okay.

Manufacturer narrative:
Block h6: imdrf impact code f2301 captures the reportable event of additional device required. Imdrf device code a1502 captures the reportable event of stent positioning issue. Block h11: the customer provided an image where the axios stent can be observed inside the patient's anatomy. An axios electrocautery-enhanced delivery system was received for analysis. The stent was not returned. However, no other failures were found on the device. Functional stent deployment inspection was performed, the catheter was freely moved through the luer and the slider could be moved to its original position without no resistance. Product analysis could not confirm the reported event of stent positioning issue. Stent positioning issue is noted within the instructions for use (IFU) as a possible adverse event associated with the use of the device. Additionally, the clinical observation could not be confirmed as it happened during the procedure and there is no objective evidence or descriptive conditions to establish the cause. Therefore, taking all available information into consideration, the investigation concluded that the most probable cause known inherent risk of device. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. Additionally, stent positioning issue is noted within the IFU as a possible adverse event associated with the use of the device.

Manufacturer narrative:
Block h6: imdrf impact code f2301 captures the reportable event of additional device required. Imdrf device code a1502 captures the reportable event of stent positioning issue. Block h11: adding new information (stent difficult to deploy evaluation) the customer provided an image where the axios stent can be observed inside the patient's anatomy. An axios electrocautery-enhanced delivery system was received for analysis. The stent was not returned. However, no other failures were found on the device. Functional stent deployment inspection was performed, the catheter was freely moved through the luer and the slider could be moved to its original position without no resistance. Product analysis could not confirm the reported events of stent positioning issue and stent difficult to deploy. Stent positioning issue is noted within the instructions for use (IFU) as a possible adverse event associated with the use of the device. In addition, there is not enough evidence to determine whether the stent difficult to deploy was due to the physician's manipulation or technique during the procedure or related to a device malfunction. Additionally, the clinical observation could not be confirmed as it happened during the procedure and there is no objective evidence or descriptive conditions to establish the cause. Therefore, taking all available information into consideration, the investigation concluded that the most probable cause known inherent risk of device. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. Additionally, stent positioning issue is noted within the IFU as a possible adverse event associated with the use of the device.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted in the bile duct to treat pancreatic cancer during a procedure performed on (B)(6) 2025. During the procedure, the stent was positioned as intended and the bile duct was punctured. The physician attempted to deploy the first flange, but the stent did not open. After waiting briefly, they tried to encourage opening through gentle movements. After a few minutes of manipulation (including shaking), the stent eventually opened. However, once fully deployed, it was observed that the stent had not been correctly placed, it was positioned between the walls and not fully within the bile duct. As a result, the stent had to be removed. The procedure was completed using another of the same device. There were no patient complications reported as a result of this event. The patient was reported to be okay.

Manufacturer narrative:
Block h6: imdrf impact code f2301 captures the reportable event of additional device required. Imdrf device code a1502 captures the reportable event of stent positioning issue. Block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. However, the customer provided an image where the axios stent can be observed inside the patient's anatomy.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted in the bile duct to treat pancreatic cancer during a procedure performed on (B)(6) 2025. During the procedure, the stent was positioned as intended and the bile duct was punctured. The physician attempted to deploy the first flange, but the stent did not open. After waiting briefly, they tried to encourage opening through gentle movements. After a few minutes of manipulation (including shaking), the stent eventually opened. However, once fully deployed, it was observed that the stent had not been correctly placed, it was positioned between the walls and not fully within the bile duct. As a result, the stent had to be removed. The procedure was completed using another of the same device. There were no patient complications reported as a result of this event. The patient was reported to be okay.